Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead had diminished sensing. It was noted that after extending the helix, there was good current of injury. After a period of time and at the end of the case, the r waves were diminished with some current of injury remaining. No interventions were taken as a result and the rv lead remains in use. No patient complications have been reported as a result of this event.